Event description:
The advantage system gave a high blood glucose result at a time when the customer was symptomatic of hypoglycemia and required professional medical treatment. Customer reported taking 12 units of regular insulin based upon a result of hi, which on the advantage system indicates a result in excess of 600 mg/dl, on the advantage system. She reported a second hi result 102 minutes later, followed in 1 minute by a result of 385 mg/dl, was symptomatic of hypoglycemia at that time. In another 15 minutes she had another hi result, called paramedics, lost consciousness while speaking to paramedics. She reported she was out for 10-15 minutes, at which time paramedics arrived, measured her blood glucose at 35 mg/dl, treated her and transported her to a hospital. A request was made for the return of the system, replacement was sent.